Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The patient was reported to have been hospitalized seventeen days before his death for ventricular tachycardia the patient was discharged six days later. The cause of death was reported to be myocardial infarction. The day before the patient¿s death, the patient was admitted to the hospital with a diagnosis of ventricular tachycardia, hypotension, and low hemoglobin. The patient was performing automated peritoneal dialysis (apd) prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.